Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that their drive support cap was falling off. The customer's blood glucose level at the time of incident was 182mg/dl. The customer was advised that the device would have to be replaced. The device is being replaced and returned for analysis.